Manufacturer narrative:
(B)(4). Returned strips evaluated with no defect found. Meter not returned for evaluation. Most likely underlying root cause : user's test strip had poor storage. (B)(4). Based on review with FDA on (B)(6) 2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot.(B)(4).

Event description:
Consumer complaint of e-3 error; test strip error. E-3 error occurred upon insertion of test strip into meter port. Customer feels well and observed no symptoms. Medical intervention is not reported at the time of the call. Blood test performed fasting during call produced result of e-3 upon insertion of test strip into meter port. Verified storage of product is within instructed specification since they are retained in the bedroom. Blood test performed during call produced result of 135mg/dl. Customer satisfied no further assistance needed.